Manufacturer narrative:
(B)(4). The product referred to in the complaint is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the electrical resistance of the heater wires in the inspiratory tube of the returned rt126 infant breathing circuit was tested using a multimeter. A continuity test was used to locate the break in the heater wires. Results: the inspiratory heater wires were open circuits due to a break in connection between the heater wires and pins that crimp to the heater wires. A lot check revealed no other complaints of this nature for lot number 100708. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt126 infant low flow breathing circuit was found to be open circuit prior to patient use. No patient consequence was reported.